Manufacturer narrative:
D2a. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. D2b.common device name: tubes, vials, systems, serum separators, blood collection. E.1: initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 1 of 3: it was reported that while using the bd vacutainer® ultratouch¿ push button blood collection set the holder separated from the needle of one device. No patient impact reported.

Manufacturer narrative:
The following fields were updated due to additional information: h.3 device eval by manufacturer? Yes d9. Device available for eval?: 16-apr-2026 investigation summary: bd received four samples for investigation. All 4 returned samples were each used in functional testing. None of the needles separated from their holders during this exercise and no defects were observed in the functional testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: separates. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 1 of 3 it was reported that while using the bd vacutainer® ultratouch¿ push button blood collection set the holder separated from the needle of one device. No patient impact reported.